Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-00208. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, an allergic reaction occurred. Almost two years post the deployment of two taxus express2 drug eluting stents in the right coronary artery (rca), the patients 'allergy list keeps growing'. The patient has developed an allergy to plavix, advil, aspirin, soy, msg, nuts, uncooked fruit, anything fermented, aged or cured, some raw vegetables, the outdoors, pets, and some odors (i.e. Perfume, scented candles, etc.). The allergic reaction presents as softball sized hives, headache, and malaise for 3 days at a time. The patient is taking 6 allergy pills (fexofenadine, 4 cimetidine and hydroxyz hcl) a day and this 'generally helps'. Additional information was requested but not provided.